Event description:
The manufacturer received information that a trilogy evo device had a ventilator service required alarm sound during the patient's emergency visit. There is no allegation of serious or permanent harm or injury. The device was returned to the service center. During the evaluation, the issue was not reproduced during an operational check. Upon checking the event records, the record of a vent service required alarm error code e384 (evt_press_sensor_mismatch) was observed, indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. The root cause has not been confirmed. However, believed to be due to environmental contamination. Since no dirt was observed on the flow sensor, which is believed to be the cause, the flow sensor and system printed circuit assembly (pca) were replaced as a preventive measure. The final test, battery check, valve check, run-in tests, and cleaning were performed, and confirmed that the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of vent service required alarm error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h361705020052 review confirms that the device met the final acceptance criteria and was released for final distribution.